Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, device manipulation during the procedure could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), heart team decided to implant a s3 valve by tf approach even the tortuosity of the peripheral vessels was severe but with mild calcifications. The 14f esheath was inserted in the right femoral artery with a little bit of resistance due to both the tortuosity and the use of a soft wire. The amplatz extra stiff cook guidewire was preshaped and positioned in the left ventricle. Because of the quality of the CT-scan, it was decided to predilatate with a 23mm edwards bav balloon. The balloon occluded the aortic annulus so a 23mm s3 valve was chosen. After bav the pressure began to drop. Physicians thought it was due to the long rvp and because of severe aortic regurgitation. The s3 thv was immediately crimped by the nurse. Despite difficulty going through the iliac artery and the aorta with the commander ds, the valve alignment was done perfectly and the horizontal aorta was crossed with a bit of force. During all these steps the guidewire was pulled and pushed into the ventricle to facilitate the use/movement of the ds. Because the aorta was horizontal, distal flex was used. The valve was implanted in a good position (75%aortic) and ds + guidewire were retrieved. No pvl was detected. After rvp stopped and the deployment of the valve was complete, the patient's pressure drop down again. From echo it was clear that there was a ventricular rupture and a tamponade. Immediately they started the pericardiocentesis and catecholamine support and the surgeons were called. Contrast was injected in the ventricle and a little hole near the apex was seen. CPR maneuvers started after few minutes. The patient was moved to the operating room where a pladget was used to close the little hole immediately without the use of cpb. The perforation of the left ventricle was attributed to guidewire shape and position. Severe tortuosity of peripheral vessels and horizontal aorta had a key role.